Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and observed air bubbles mixed in the sheath from the hemostatic valve. Procedure using varipulse. After the procedure, the physician commented that air bubbles mixed in the sheath from the hemostatic valve of vizigo sheath during blood removal. Continuous irrigation under pressure was performed. Catheter replacements were minimal (only switched octaray and varipulse when ¿pre map¿ to ¿pfa¿ to ¿post map¿). Timing was from the time of the catheter replacement after varipulse was removed. Initially, there were no problems. Immediately after the procedure, the patient left the room without neurological findings. The hemostatic valve itself was not damaged. There was no patient consequence reported. Additional information was received on 09-jun-2025. Air was not introduced into the patient. This event was found after the procedure. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on 18-jun-2025. The bsj long needle with a curve of 0 (possibly nrg-e-hf-89-c0-j) was used. Additional information was received on 24-jun-2025. The section where the issue was observed was the hemostatic valve. This part had an air leakage issue. The sheath was being used on the patient. In response if air entered the patient¿s body, it was stated, ¿it cannot be made a judgment. However, the patient did not exhibit any neurological symptoms.¿ no blood return was observed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and observed air bubbles mixed in the sheath from the hemostatic valve. The device was returned to johnson & johnson medtech (j&j) for evaluation on 07-jul-2025. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. Since no leakage, bubbles, or air were observed; the complaint was not confirmed. The leak issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was received on 22-jul-2025. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside the hub. The brim cap / hub did not become detached from the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).